Manufacturer narrative:
H4: the lot was manufactured from january 30, 2023 - january 31, 2023. H10: the device was received for evaluation. A visual inspection was performed, and a tear/hole was identified on the side of the bag. Functional testing was performed with water and a leak at the lower right seam of bag was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked on the side of the bag. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.